Event description:
It was reported that the customer had difficulty plugging charging cable into the charging port. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.